Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intra ocular lens (iol) implant procedure lens haptic was bent and it was impossible to insert in the injector. The incident occurred during preparation of the implant, prior to injection. The device did not come into contact with the patient's eye. Additional information has been requested however no further information is available.